Event description:
It was reported to tyco/kendall healthcare on 08/01/2007 that a customer had a problem with an insulin syringe. The customer reports, "the safety shield failed to engage resulting in a contaminated needle stick. The syringe never engaged when it was twisted it just spun the safety shield would retract in and out".

Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.